Manufacturer narrative:
Additional information from the fse indicated that the system failed due to facility power issues. Therefore, there was no device malfunction. This is not a reportable event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The surge suppressor pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to start up. No patient serious injury or death was reported related to this event.